Event description:
[Date redacted] surgical staple load reinforced missing top suture, defective lot# n2h0748y. [Date redacted] 4 reinforced 60 staple loads were missing the attaching suture. All from same lot number n2h0748y, covidien product# sigtrsb60amt. [Date redacted] 60 reinforced surgical staple load defective. Lot# n2h0748y product# sigtrsb60amt. Manufacturer response for stapler, reinforced intelligent reload 60mm medium/thick (per site reporter): per reporting contact, they have notified [redacted name] our endo-covidien rep. It happens 1 in 50 or so loads not often.